Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that moisture was visible in the reservoir barrel. Customer stated that this occurred in a freshly opened reservoir pack. Customer's current blood glucose reading is 200 mg/dl. No further information reported.